Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
After a procedure with a diamondback coronary orbital atherectomy device (oad), a perforation occurred. The first lesion was successfully treated in the circumflex artery without orbital atherectomy. The second lesion was a 90% stenosed, type c lesion with a 360 degree arc of calcification in the right coronary artery (rca). Six runs were done with the oad on low speed for time periods of 13, 14, 10, 10, 14, and 16 seconds, and there were no contrast puffs were done between runs. When the oad was removed, a contained perforation was observed in the proximal portion of the rca. A balloon was deployed and two stents were placed to treat the perforation. After stent placements, imaging and an echocardiogram was performed, and it was confirmed that there was no perfusion into the pericardium. The perforation was deemed to be secured, and the patient was admitted to the ICU for a 24 hour observation period. The patient was discharged the day following the event.